Event description:
The device was found to be leaking around the hub.

Manufacturer narrative:
Device was initially reported by the hospital as being available for return, but, subsequently reported to the manufacturer as not to be returned. Device not returned for evaluation; device history records reviewed, and no related anomalies identified. No related anomalies identified on device history records.